Event description:
Pt called back stating the legacy pump sn (B)(4) is giving error code button pressed error code even if she is lying down and not moving, and requested a pump replacement. No other info known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 35 ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.